Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, it was noted that the box was already opened. The procedure was completed by pulling another taxus express2 2.5x20mm drug eluting stent with secure packaging. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing record for this particular batch #8558895 shows that the device met its material, assembly and product specifications at the time of its release to distribution. Should further relevant information become available; a supplemental medwatch report will be filed.